Event description:
It was reported that a rise-l spacer has lost height post operatively.

Manufacturer narrative:
It was reported that the patient may have fallen, which could have contributed to the rise-l spacer loss of height. However, an exact cause could not be determined.